Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional supera stents mentioned in b5 and d11 are being filed under separate medwatch reports. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported that on (B)(6) 2019, two supera self expanding stents (6.5x150, 5.5x150mm) and a non-abbott stent were implanted in the right superficial femoral artery. On (B)(6) 2019, three supera stents (4.5x100, 5.5x150, 5.5x200mm) were implanted in the left leg from the middle third to the popliteal arteries. On (B)(6) 2019 the patient returned symptomatic and angiography confirmed thrombosis in the stents on the right side as well as the 3 other stents on the left side. There was no reported treatment for the thrombosis on the right side. One of the stents on the left side had migrated to the common femoral artery and was explanted surgically on (B)(6) 2019 during a bypass surgery. On (B)(6) 2019 the patient received dissection and ligation of the bypassed areas in the left lower limb. Reportedly, the patient was re-admitted on (B)(6) 2019 due to symptomatic slow atrial fibrillation. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the finished product electronic lot history record (elhr) and the corrective action tracking system for the web (catsweb) database for this lot revealed no nonconforming material records (ncmr)/exceptions. The reported patient effect of thrombosis is listed in the supera instructions for use as a known potential patient effect associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The hospitalization was related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report the following information was provided: post procedure, the patient was ordered adiro 100mg and clopidogrel 75mg. It is unknown if the patient was compliant with the medication. The patient was admitted into emergency on (B)(6) with respiratory insufficiency. The patient died on (B)(6) due to a respiratory insufficiency. According to the physician, the supera stents are absolutely not related to the death. No additional information was provided.